Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.

Event description:
User facility reported that while removing the listed tracheostomy tube during a scheduled tube change, the clinician was unable to fully deflate the cuff prior to removing the tube from the pt. The clinician stated that they were able to remove 3 ml of fluid, leaving 3 ml inside the cuff. The clinician reported that after removal of the tracheostomy tube, the pt's airway was observed damaged and bleeding. Racemic epinephrine was administered to the pt to stop the bleeding. No incident related medical sequela has been reported.